Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited continuous beep and could not infuse. No adverse effects were reported.

Manufacturer narrative:
Information was received on (B)(6) 2020 indicating that the event occurred prior to use and indicated date that the event occurred. No patient was involved. Device evaluation completion date: 04/13/2020. Device analysis: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem regarding "continuous beeps and does not infuse" was able to be confirmed. The pump was found to be having "double beeping" message and the downstream occlusion sensor (dso) did not operate. Accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Downstream occlusion sensor will be replaced and the expulsor will be slightly trimmed to bring the delivery accuracy closer to nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.